Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver contacted adc to report customer receiving high readings on the adc freestyle libre sensor. It was further reported that on (B)(6) 2019, a sensor scan of 240 mg/dl and 349 mg/dl were received, which were higher than they felt. The customer experienced a loss of consciousness and was seen at the hospital where a reading of 50 mg/dl was obtained on the hcp meter and they were treated with ¿glucose and meals¿. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A caregiver contacted adc to report customer receiving high readings on the adc freestyle libre sensor. It was further reported that on (B)(6) 2019, a sensor scan of 240 mg/dl and 349 mg/dl were received, which were higher than they felt. The customer experienced a loss of consciousness and was seen at the hospital where a reading of 50 mg/dl was obtained on the hcp meter and they were treated with ¿glucose and meals¿. There was no report of death or permanent impairment associated with this event.